Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced failed battery test and displayable history crc check failed at startup alarm. The customer's blood glucose value was 200 mg/dl. The customer stated that a temporary basal was not programmed before the displayable history crc check failed at startup alarm. The customer stated the alarm occurred during normal use. The product was not returned for analysis.